Event description:
It was reported that a one-link IV connector clotted during infusion on a patient. It is unknown what the one-link valve was connected to. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample was not returned and the lot number is not available; therefore, a sample analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.